Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly which caused the pump to shut down. Customer's blood glucose level was 120 mg/dl. The customer was able to successfully charge the pump and resume insulin therapy.